Event description:
I am a type 1 diabetic and have used a medtronic insulin pump since 2004. Medtronic has 7 day extended infusion sites for the insulin pump delivery system. On monday (B)(6) 2024, around 12p, I received an alert on my pump of, "insulin flow blocked". This alert means that insulin is not being properly delivered. Medtronic has documented that this alert requires attention and quoting from medtronic's electronic correspondence, "if you receive this alarm: check your glucose and take a correction bolus as needed. Change your infusion set and reservoir using both a new reservoir and infusion set." Medtronic makes it excessively hard to seek a replacement for an infusion site that needs to be removed and trashed due to an "insulin flow blocked" alarm. Insurance covers a specific allotment of infusion sites - 13 infusion sites that are each to last 7 days covering a 90 day period. This means that if an infusion site needs to be removed prior to the 7 days, a patient, such as myself, risks not having medically necessarily coverage of infusion sites for 90 days of treatment. Medtronic's website allows for patients to electronically request replacement cgm sensors when a sensor alert indicates the sensor needs to be removed and replaced. The cgm sensor is also an integral part of diabetic care and treatment. The website should allow patients to do the same for infusion sites that need to be replaced. However, the website does not have this and when I sent an email requesting a new infusion site through the medtronic website, I never received a response. Yesterday, mon (B)(6) 2024, I had to call medtronic, wait on hold, request a call back and then spend time on the phone with a representative. The representative agreed that the infusion site needed to be replaced and processed the replacement. But this feels like an onerous situation where the patient is forced to jump through hoops and waste time when an online replacement process already exists for sensors and could easily also exist for infusion sites.